Event description:
The distributer reported ink spots on the display.

Manufacturer narrative:
Supplemental was submitted to add that the distributer reported ink spots on the display.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported ink spots. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was powered on and the display was found to be blank. The pump case was opened; the display screen was found to be cracked. The reported ink spot issue with the display screen was unable to be investigated due to the damaged display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.